Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed, the customer reported failure. The instrument was found to have thermal damage on the yaw pulley. The instrument was tested and passed an electrical continuity test. This failure is known to be commonly caused by mishandling/misuse. Based on failure analysis investigation, this is deemed as a non-reportable event and the initial MDR report is being retracted. The known common cause for the reported failure is mishandling/ misuse and not, due to a malfunction of the device. Additionally, there was no report of patient injury or harm.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported based on the following conclusion: it was reported that inspection of the instruments and accessories used during the previous procedure found a small burn on the maryland bipolar forceps instrument tip. At this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that after completing a da vinci-assisted surgical procedure with no functional issue reported, the customer conducted an inspection of the instruments and accessories used during the previous procedure and found a small burn on the maryland bipolar forceps instrument tip. No known impact or patient consequence was reported. Intuitive surgical inc. (Isi) obtained the following additional information regarding the reported event: the isi clinical sales representative (csr) contacted the site and confirmed that the instrument was inspected prior to use. No arcing was known to have occurred at the time when the instrument was last used during a procedure.